Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) count in the platelet product. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore no pt info is reasonably known at the time of the event. Donor unit # (B)(4). The disposable set is not available to be returned for eval because the customer discarded the set. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data files were analyzed for this event and for the previous eight donation. It was found that in the runs with non-leukoreduced products, there was a similar signature, and the platelets did not exit the lrs chamber as expected when present in the runs where the product was successfully leukoreduced. The analysis of the run data file for this event did not find any conclusive cause of the elevated wbc count reported for this collection. No unusual process variable was identified and trima accel operated as intended. It is possible that a sampling, calculation, or other process error may have contributed to the higher-than-expected wbc content in the platelet product. Based on the available data, it also cannot be ruled out that this leukoreduction failure could be donor-related. Investigation eval and corrective actions are in-process. A f/u report will be provided.